Manufacturer narrative:
Product complaint #: (B)(4). Patient identifier: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the excellent study, an (B)(6) year-old female (subject (B)(6)) with a medical history of atrial fibrillation, diabetes, hypertension, and class 1 obesity (bmi 32 kg/m2) presented with a witnessed cardioembolic stroke on (B)(6) 2020 with a nihss score of 11, mrs score of 0, and mtici score of 0 and was re-admitted to the hospital with unconsciousness on (B)(6) 2020. It is not clear from the information entered in electronic data capture (edc) whether intervention/treatment was performed. The outcome of the event is unknown. Per the principal investigator (pi), the event was not related to the study device or study procedure. The event was considered serious. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 21mm embotrap ii (et009521/(B)(4)) revascularization device on (B)(6) 2020. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass made with the embotrap and manual aspiration at the right m2 segment of the mca (3 min incubation) resulted in a mtici score of 0 with clot retrieval via stent retriever. The second pass with the embotrap and manual aspiration at the right m2 (2 min incubation) resulted in a mtici score of 2c with clot retrieval in the aspirate. No further passes were made. Final/end of procedure mtici score was 2c. The embotrap pass was made with an 0.070¿ sofia plus (microvention) intermediate catheter via an 0.021¿ headway (microvention) microcatheter. There were no reported intraoperative adverse events or study device deficiencies. 24-hour post-procedure nihss score was 14. The patient was discharged to a rehabilitation center on (B)(6) 2020 with nihss score of 8. Modified information received on 29-oct-2021 was reviewed. The patient experienced syncope on (B)(6) 2020. The event resolved on the same day without the need for intervention. Per the pi, the event was mild in severity and not related to the study device or study procedure. The event was not considered serious. Modified information received on 06-jan-2022 indicated that the patient experienced severe vessel re-occlusion on (B)(6) 2020. No action was taken. The event was considered serious as it led to permanent impairment. The patient recovered with sequalae on the following day. Per the pi, the event was possibly related to the study device and study procedure. Additional information received on 21-jan-2022 indicated that the originally occluded brain artery (i.e., target occlusion) that was opened after the procedure became re-occluded during the follow-up period. Re-occlusion was diagnosed one day after the study procedure during routine imaging. The patient¿s clinical status was unchanged compared to initial symptoms. The physician does not know when the re-occlusion occurred or for what reason. The physician also commented that he does not know if the final infarct was caused by the initial occlusion or by the re-occlusion. In the worst-case scenario, the device caused endothelial damage that caused re-occlusion which led to infarct growth with persistent severe symptoms and prolonged hospital stay. On the other hand, re-occlusion may have been unrelated to the device and procedure; brain infarct had already occurred, and symptoms and hospitalization were related to the initial event. The symptoms that occurred two days after the procedure (i.e., syncope) were interpreted as an epileptic seizure and recovered completely. The device will not be returned for analysis; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of lot 20a048av. Stroke secondary to vessel re-occlusion is a known potential adverse event associated with the use of the embotrap ii in endovascular mechanical thrombectomy. With the information provided, the root cause of the event cannot be determined. However, there are patient and procedural factors that may have contributed to the reported event. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The stroke is deemed a serious injury which may require medical/surgical intervention and prolonged hospitalization and the pi felt the event was possibly related to the study device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the excellent study, an (B)(6) year-old female (subject (B)(6)) with a medical history of atrial fibrillation, diabetes, hypertension, and class 1 obesity (bmi 32 kg/m2) presented with a witnessed cardioembolic stroke on (B)(6) 2020 with a nihss score of 11, mrs score of 0, and mtici score of 0 and was re-admitted to the hospital with unconsciousness on (B)(6) 2020. It is not clear from the information entered in electronic data capture (edc) whether intervention/treatment was performed. The outcome of the event is unknown. Per the principal investigator (pi), the event was not related to the study device or study procedure. The event was considered serious. The patient underwent an endovascular mechanical thrombectomy using a 5mm x 21mm embotrap ii (et009521/(B)(4)) revascularization device on (B)(6) 2020. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass made with the embotrap and manual aspiration at the right m2 segment of the mca (3 min incubation) resulted in a mtici score of 0 with clot retrieval via stent retriever. The second pass with the embotrap and manual aspiration at the right m2 (2 min incubation) resulted in a mtici score of 2c with clot retrieval in the aspirate. No further passes were made. Final/end of procedure mtici score was 2c. The embotrap pass was made with an 0.070¿ sofia plus (microvention) intermediate catheter via an 0.021¿ headway (microvention) microcatheter. There were no reported intraoperative adverse events or study device deficiencies. 24-hour post-procedure nihss score was 14. The patient was discharged to a rehabilitation center on (B)(6) 2020 with nihss score of 8. Modified information received on 06-jan-2022 was reviewed. The patient experienced syncope on (B)(6) 2020. The event resolved on the same day without the need for intervention. Per the pi, the event was mild in severity and not related to the study device or study procedure. The event was not considered serious. Modified information received on (B)(6) 2022 indicated that the patient experienced severe vessel re-occlusion on (B)(6) 2020. No action was taken. The event was considered serious as it led to permanent impairment. The patient recovered with sequalae on the following day. Per the pi, the event was possibly related to the study device and study procedure. Additional information received on 21-jan-2022 indicated that the originally occluded brain artery (i.e., target occlusion) that was opened after the procedure became re-occluded during the follow-up period. Re-occlusion was diagnosed one day after the study procedure during routine imaging. The patient¿s clinical status was unchanged compared to initial symptoms. The physician does not know when the re-occlusion occurred or for what reason. The physician also commented that he does not know if the final infarct was caused by the initial occlusion or by the re-occlusion. In the worst-case scenario, the device caused endothelial damage that caused re-occlusion which led to infarct growth with persistent severe symptoms and prolonged hospital stay. On the other hand, re-occlusion may have been unrelated to the device and procedure; brain infarct had already occurred, and symptoms and hospitalization were related to the initial event. The symptoms that occurred two days after the procedure (i.e., syncope) were interpreted as an epileptic seizure and recovered completely.